Manufacturer narrative:
(B)(4). Field action associated with this issue was issued (B)(4) 2013. Re-evaluation of the complaint identified the (B)(4) was found to be present within the diagnostic log of the device associated with this complaint. The (B)(4) is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure patient alarm, then the (B)(4) code is initiated. Once the (B)(4) is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the pt to breathe room air spontaneously, although positive pressure ventilation is no longer provided.

Event description:
Covidien received info that the ventilator delivered oxygen concentration outside of set parameters, and then shut down. The malfunction did not occur during patient use. The covidien customer support engineer (cse) inspected the device and replaced the oxygen sensor and installed the latest revision software per xb0069 field action. The ventilator passed extended self-testing (est), short self-testing (sst), verifications and testing.